Event description:
Customer claims that the alarm has not power when tested with new batteries. No visible damage to the case. There was no pt injury reported. Inspection of the product shows that the alarm powers on but has no alarm tone.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found that the alarm powers on but there is no alarm tone when the magnet is removed or when the tone selector button is pressed. The battery door is missing. There is no visible damage to the alarm unit. (B)(4).